Event description:
The rfid wand machine has a prompt that metal was detected. Wanding was done several times, clear from all sponges but it still had the prompt of metal detect. Md notified. Wand wire was broken, wand replaced with a new one, when the patient was wanded it no longer stated metal detected when the patient was wanded.